Manufacturer narrative:
Additional information was received indicating the neonatal patient developed a second degree burn with blistering on the abdomen, but pictures of the burn were unavailable. It was indicated the ventilator circuit was positioned without an articulated arm, with the capnography sensor laying directly on the patient's skin. The customer also acknowledged the sensor heats up to its operating temperature and should not be placed in direct contact with the skin. The care unit was managing the burn with no surgical intervention; however, the nature of this management remains unknown. The burn was also expected to heal with no permanent damage. The field service engineer (fse) noted that both capnography device and sensor were in good physical condition with no visible damage with testing revealing no anomalies. The fse confirmed the equipment (multi-parameter monitor, module, and sensor) were subjected to the performance tests required by the service manual, during which no abnormal behavior was observed. The instruction that the sensor should not be placed in direct contact with the patient¿s skin was reiterated to the customer. Philips is in the process of performing an issue impact assessment and this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed a burn from the capnography adapter. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.